Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 20-jul-2024 the patient reported high blood glucose and was admitted to the hospital. The blood glucose level was 732 mg/dl. The patient also had symptoms of feeling sick/unwell. The time & date of hospitalization was 7:30 pm (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.